Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had positive blood cultures and possible vegetation on the leads. It was also reported that the right ventricular (rv) lead exhibited high and rising thresholds. The pacemaker system was explanted and replaced with a right-sided system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.